Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Medical records review: patient had vena cava filter deployed infrarenal secondary to recurrent deep vein thrombosis and pulmonary embolus. Approximately 7 ½ years later, patient was admitted with chest pain and shortness of breath. Chest cta ruled out pe and confirmed pericardial effusion. Echocardiogram confirmed pericardial effusion and tamponade. Patient underwent pericardiocentesis at which time a metallic foreign body within the heart was noted. Abdominal fluoroscopy confirmed placement of the vena cava filter. Patient underwent median sternotomy with successful removal of the detached limb from the base of the right ventricle. Lacerations in the heart and pericardium were sutured. Vascular surgery did not recommend filter retrieval at that time. Current patient status is unknown. Investigation summary: the device was not returned for evaluation and images were not provided for review. However, medical records were provided and reviewed. Approximately seven years and five months post filter deployment, patient underwent pericardiocentesis at which time a metallic foreign body within the heart was noted. Approximately two day later, patient underwent median sternotomy with successful removal of the detached limb from the base of the right ventricle. Lacerations in the heart and pericardium were sutured. Therefore, based on the provided medical records, the investigation is confirmed for a detached filter limb. The investigation is inconclusive for perforation of the ivc wall based on the provided information. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. Perforation or other acute or chronic damage of the ivc wall. Procedures requiring percutaneous interventional techniques should not be attempted by physicians unfamiliar with the possible complications. Complications may occur at any time during or after the procedure. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that filter limb(s) detached and perforated. There were no reported attempts made to retrieve the filter. One detached limb was removed from the heart during an open chest procedure. The current status of the patient was not provided.